Event description:
It was rpeorted that during a breast biopsy procedure, the plastic tip of the device had sheared off into the pt's breast. The physician left the tip in the breast. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.